Manufacturer narrative:
The field service engineer performed preventive maintenance on the analyzer. No further issues occurred. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with elecsys troponin t hs stat on a cobas e411 disk. The first sample initially resulted in a troponin t value of 223.9 pg/ml. The sample was repeated on (B)(6) 2023, resulting in a value of 19.25 pg/ml. The second sample initially resulted in a troponin t value of 27.66 pg/ml on (B)(6) 2023 and it repeated as 41.38 pg/ml on (B)(6) 2023.

Manufacturer narrative:
The serial number of the e411 analyzer is (B)(6). Upon review of the alarm trace, there were multiple alarms indicating a liquid level detection issue with system reagents.